Manufacturer narrative:
Device evaluation: h3 type of investigation code: 10- device evaluation: the lens was returned dry in a microcentrifuge vial. Visual inspection found no visible damage. Dimensional inspection found the lens to be within specifications. (B)(4).

Manufacturer narrative:
Investigation type code: 4110- lens work order search-no similar complaint event(s) within associated lots were found. (B)(4).

Event description:
The reporter indicated that the surgeon horizontally implanted a 13.2mm vticmo 13.2 implantable collamer lens of diopter -11.50/2.5/089 (sphere/cylinder/axis) into the patient's right eye (od) on (B)(6) 2024. The patient experienced an excessive vault. On (B)(6) /2024, the lens was exchanged with the same model, length, different axis (vertically implanted) and the problem was resolved. Additional information provided: "according to assessment of post-op arch, change the icl position from horizontal to vertical". The reporter indicated the cause of the event is unknown.